Event description:
Information received by medtronic indicated that the battery life on insulin pump was very short. Customer stated that the self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). S/w ver 4.11d, retainer = black. Customer returned the pump for an alleged short battery life (less than a week) found on (B)(4) 2021. The pump passed the self test, active current measurement, and the displacement test. However, the pump was received with high sleep current. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were abnormal and show battery drain approx. Every 3-4 days. A review of the history files reveals the battery life lasted an average of every 4 days. The pump was cut open for a visual inspection. No damage or moisture damage was found on pcba 2, the motor, or force sensor however, moisture damage was found on pcba 1. A test pcba 1 was swapped out and the sleep current measures within spec. High sleep current and short battery life is confirmed due to moisture damage on pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Low battery life and battery lasting less than expected is confirmed. The pump has a high sleep current due to moisture damage on pcba 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.